Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. The patient was sleeping; her husband woke up to feed the baby at night and she did not wake up to the baby's sounds. Her husband noticed that she was sweating while she was in bed, and he said that she sat up in bed and mumbled something, then she fell back in bed and started having seizures for about 5 minutes. The husband called the ambulance and when the paramedics arrived, they administered IV glucose and saline. The patient refused to be taken to the hospital. At the time of the report the patient was stable but anxious. At an unspecified time of the event the cgm was reading 9.0 mmol/l and the blood glucose reading was 1.2 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.